Event description:
An article was evaluated and dispositioned by lma north america medical affairs department. This case involved a patient oversees who had an uneventful surgery to biopsy a tumor in the external ear canal. During emergencey, laryngospasm with "marked inspiratory efforts" occurred followed by cyanosis. The lma was removed and the patient was intubated. Oxygen saturation remained in the low 90's and pink frothy sputum was noted in the et tube. The patient was treated with mechanical ventilation and positive end-expiratory pressure. Pt was discharged after 17 hours. The patient had negitive pressure pulmonary edema caused by breathing forcefully against an acute airway obstruction (larynospasm). There was no product problem noted.